Manufacturer narrative:
Internal report reference number: (B)(4). Adverse event report is being submitted due to customer contacting doctor due to symptom(s) and meter result/error message. Test strips were not returned for evaluation. Meter was returned for evaluation. Product testing was performed and no defect found. Most likely underlying root cause: mlc-009: use error caused or contributed to event. Note 1: manufacturer contacted customer in a follow-up call on 26-aug-2022 to ensure the customer's condition had improved - able to establish contact with customer who stated she was not currently having any diabetic symptoms. No medical intervention since the last call was reported. Note 2: manufacturer contacted customer in a follow-up call on 07-sep-2022 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.

Event description:
Consumer reported complaint for hi blood glucose test results and error message (e-5). The customer is concerned with test results from results obtained of hi; customer stated the hi had been obtained fasting at 8:00 am that morning. The customer¿s expected am fasting blood glucose test result is 200 mg/dl. At the time of the call the customer reported having extreme thirst. Customer stated that she had contacted her doctor and was advised to administer 15 units of insulin. During the call, a blood test was performed by the customer fasting and produced e-5 error message using true metrix meter. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 08/18/2023 and test strips were opened one week prior to call. The meter memory was not reviewed for previous test result history.

Manufacturer narrative:
Sections with additional information as of 14-oct-2022: h6: updated FDA¿s type, findings and conclusions codes. H10: test strips were not returned for evaluation (mixed lot). Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-009: use error caused or contributed to event.